Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced loss of stimulation. The patient's ipg was inoperable (reference MFR. Report: 1627487-2016-04425); however, the physician believed the patient's lead was not optimally positioned. As a result, surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6)2016 to address the ipg issue (reference MFR. Report: 1627487-2016-04425). The lead tested normal intra-operatively and effective coverage could be obtained along the desired pain pattern. Hence, the lead remains implanted.